Event description:
A friend or family member reported the patient's stimulator was not working very well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).